Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed.  The reported problem (service code 204) has been confirmed. Upon investigation, there was corrosion found on the j702 connector in the distribution node (dn) pca. The contamination caused intermittent service code 204. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse events occurred from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving a 204 service code.